Event description:
It was reported that the patient arrived at the emergency department (ed) after feeling poorly with symptoms of nausea, diarrhea, and vomiting for two days. The patient was in cardiogenic shock with continuous low flows for greater than 20 minutes, with nothing of note on interrogation before they became unresponsive. Log files were submitted for review and captured low flow events on 13may2024, starting at 7:53:41. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm). Some of the low flow events were not sustained for long enough (at least 10 seconds) to activate the audible alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented for a 2-day history of malaise, nausea, diarrhea on (B)(6) 2024. The patient arrived at the emergency room on (B)(6) 2024 in cardiogenic shock with continuous low flow alarms that lasted over 20 minutes. There was nothing of note on event log file interrogation before the patient became unresponsive. The event log files captured low flow events on (B)(6) 2024 that started at 07:53. The patient's mean arterial pressure (map) was down to 30 mmhg and end-tidal carbon dioxide (etco2) was 15 mmhg which necessitated cardiopulmonary resuscitation (CPR), venoarterial extracorporeal membrane oxygenation initiation (va ECMO), and multi-pressor support. A four-dimensional (4d) heart computed tomography (CT) was performed on (B)(6) 2024 and showed normal pump function. On (B)(6) 2024, the patient was given therapeutic heparin, and ECMO flow dropped from 3.6 to 3.0 liters per minute. The patient was given 400 milligrams of amiodarone twice a day and lidocaine was stopped. A head CT was performed on (B)(6) 2024 and captured multiple ischemic infarcts. The family decided to withdraw care and the patient passed away on (B)(6) 2024.the outcome was not device related. The device operated as expected.

Manufacturer narrative:
On jun 26, 2024, additional information was received indicating the impacted product is a mentor memorygel boost breast implant, catalog number shpb370, serial number (B)(6). The date of implantation was identified as (B)(6) 2024. The baker grade was identified as grade IV. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Section d1: brand name corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. It was reported that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.